Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that tubes were experiencing erroneous results. Customer reports erroneous results in sst, pst and rst tubes.

Manufacturer narrative:
Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that tubes were experiencing erroneous results. Customer reports erroneous results in sst, pst and rst tubes.